Manufacturer narrative:
(B)(4). Corrected data one (1) confidence half dose kit 5cc [product code: 2839-05-000, lot no: hthbfb] was returned to the complaint handling unit (chu) for evaluation. Visual examination revealed that the mixer bowl¿s wiper blade contained substantial blotches of solidified cement. Additionally, solidified cement was also found inside the mixer bowl¿s surface walls along with a loose piece of solidified cement. No other anomalies were detected during evaluation. It should be noted that the returned sample demonstrated that the cement had been fully solidified, and as such, there is no possible means of confirming the event description. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions a definitive root cause for the confidence cement setting/becoming solidified about 10 minutes into the procedure cannot be positively determined. It should be noted that the returned sample demonstrated that the cement had been fully solidified, and as such, there is no possible means of confirming the event description. Root cause remains inconclusive. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cement was being mixed as per instruction. Mixing time was completed and cement did not appear to thicken as usual. Clinician proceeded with vertebrplast with the cement. Even after 20-30 min, cement did not appear to thicken/harden as usual.